Manufacturer narrative:
Other devices involved in this event: controller/(B)(4); cat #: 1407de; exp date: 02/28/2017; mfg date: 02/28/2016: driveline extension cable/ 1043768; exp date: 12/31/2016; mfg date: 12/31/2015. Driveline extension cable/ 1088451; exp date: 02/28/2017; mfg. Date: 02/28/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the hospital called the manufacturer's hotline to give information about a patient having electrical faults on 14th of august, 2016. The field safety engineer (fse) and the clinical specialist visited the hospital to inspect the system. The patient was on bivad. Fse noticed that for both pumps the extension cable was still connected. Additionally, small residues of a reddish/brownish substance was discovered on the surface of the connector of (B)(4). The efault was not reproducible. Internal inspection of the connector showed no signs of contamination. The pins and surface were totally clean and dry. Extension cable was removed. Original controller (B)(4) was exchanged with backup controller (B)(4). The controller (B)(4) is currently the backup controller. No signs of contamination were found.

Manufacturer narrative:
Additional information indicates that there was no contamination inside of the driveline connector. The field safety engineer (fse) did note some residue of the surface of the driveline connector for pump (B)(4) that could not be adequately cleaned off. He further confirmed that he did not see any cloudy wires and that the inside of the extension cable connectors were absolutely clean and shiny. Both of the patient's extension cables (patient is on biventricular support) were removed from service and are being returned for evaluation. The driveline connectors were cleaned prophylactically, (B)(4) was exchanged and both pump drivelines were connected directly to the patient's controllers. The fse reported that the patient tolerated the pump-off time without clinical consequence and is in good condition. No further electrical fault alarms have been recorded. Controller (B)(4) was returned to hearware on 09/14/2016 and is currently under evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller was returned for evaluation. The two driveline extension cables and the hvad pump were not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices (B)(4) met all requirements for release. Log file analysis for (B)(4) revealed seven (7) electrical fault alarms on (B)(6) 2016. The electrical fault alarms logged were due to sys_rear_phase_b_open, sys_rear_not_connected and sys_front_phase_a_open. The alarm file recorded a high watt alarm on (B)(6) 2016, likely due to the pump running on one stator. Several vad disconnect alarms due to a physical driveline disconnection was also recorded. The last data point in the data file was recorded on (B)(6) 2016 at 12:41:16. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. A field engineer arrived on site and noticed that the patient was still connected to the extension cable post implant. Images provided by the field engineer revealed contamination on the external surface of driveline connector, but none within the driveline connector. Based on the available information, the most likely root cause of the reported event can be attributed to a marginal connection between the controller and driveline extension cable. According to the instruction for use (IFU), the driveline extension cable is not intended to be used after the pump is implanted in the patient and should only be used during the pre-implant wet test, which allows for the isolation of the non-sterile controller from the sterile field. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The driveline extension cable is designed to only be used during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. The instructions for use (IFU) caution the user that an audible click should be heard when connecting the driveline to the controller or driveline extension. Failure to secure the connection may cause an electrical fault. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep a backup controller available at all time. The steps for exchange of controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).